Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device code a050501 captures the reportable event of bands impossible to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 (anatomy location).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2021. During the procedure, the extra wire from the device was caught itself in the handle and jammed making it impossible to deploy the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that there was difficulty upon setting up the device. Additionally, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). Additional information received on december 15, 2021: it was reported that the speedband superview super 7 device was used in the esophagus.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2021. During the procedure, the extra wire from the device was caught itself in the handle and jammed making it impossible to deploy the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that there was difficulty upon setting up the device. Additionally, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU).